Event description:
According to the reporter, the two tracheostomy tube's cuff were leaking when placed into the patient. When the trach was tested in a bucket of water, it was leaking, and pinching the cuff would accelerate the leak. There were small leaks, but the spot where it was leaking could not be found. There was no reported patient outcome.

Manufacturer narrative:
D10 concomitant product: (60xltcp 60xltcp 6.0mm xlt trach cuff prox x1 (lot#: 202312213x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the two tracheostomy tube's cuff were leaking when placed into the patient. When the trach was tested in a bucket of water, it was leaking, and pinching the cuff would accelerate the leak. There were small leaks, but the spot where it was leaking could not be found. The trach was replaced every time it failed.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, d4, g3 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.